Event description:
Additional information was received and reported a loss of stimulation sensation when stimulation was turned on. It was also reported that the implantable neurostimulator (ins) was inverting (flipping) because the pocket was "too big." The patient noted that the symptoms started in (B)(6) 2012. It was unknown if the patient required hospitalization due to this event. The cause of the event was unknown and there were no abnormal impedance measurements. The patient stated that the health care professional (hcp) said the lead was broken as a result of the ins moving around in the pocket. A revision surgery occurred on (B)(6) 2012 in which the ins and the lead were replaced. After the patient turned the stim up, she was able to feel it in the correct area. The patient outcome was unknown at the time of this report.

Event description:
Additional information received reported that the patient had also experienced a loss of therapeutic effect and was not feeling stimulation. The patient had been reprogrammed during the summer, but stimulation was still intermittent. On one program the patient increased settings to 6.0v without a stimulation sensation. Information received from the hcp reported that the patient had a history of greater than 150 pounds of weight loss and extremely loose connective tissue, leading to the ins inversion. Lead breakage was confirmed. It was noted that the patient had a large pocket, so the hcp swapped the patient's 3058 interstim ins for the larger 3023 interstim model. It was reported that an x-ray confirmed the lead had not moved, though it was unclear if this was before or after the lead and ins replacement. It was reported that there was no patient injury and the patient did not require hospitalization.

Event description:
It was reported the patient's implantable neurostimulator (ins) kept "popping" out of the pocket and she kept having to pop it back in. The movement of the device was about half an inch. The implant site was sore occasionally. The patient reported an achy pain at the left sciatic nerve. The patient's implant was on her right side. The patient was receiving 40-50% relief. It was stated that the patient would get the signal to use the restroom, but it was not giving her long enough time to make it to the restroom at times. The patient was going less at night. Approximately one month later it was reported the patient was going to have a revision done on (B)(6) 2012 to secure the device in the pocket, as the popping in and out had occurred since implant. No known accident or incident related to the symptoms was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v956823, serial# implanted: (B)(6) 2012, explanted: product type lead; product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v956823, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead 10. (B)(4).

Manufacturer narrative:
(B)(4).